Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that within 2 weeks of the implant procedure the patient developed an infection around the wound. The patient was admitted to the hospital and given IV and oral antibiotics. Subsequently, the device was explanted. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.